Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted to correct device evaluation.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss of implant to integrate due to bone loss.